Event description:
It was reported that during a low anterior resection procedure, the stapler fired. Upon inspection, only one donut was present. The anal canal was visually inspected. The tissue was still in the anastomosis, and was cut out with scissors. There was no reported pt consequence.